Manufacturer narrative:
This event is also reported against the pump in MFR. Report # 2916596-2019-06157. One previous drive line repair was reported under MFR. Report #2916596-2016-01923. In regards to the reported second previous repair, drive line repairs are performed by abbott and records of each repair are maintained by abbott. Records only show one previous repair. Additional information has been requested but not yet provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient thought that controller had stopped. Patient's controller was reviewed by utilizing the alarm history on the primary controller. History captured only low flow alarms. Clinical supervisor had been advised to send log files once patient was seen in clinic. It was reported the patient had a recurrent short to shield issue with two previous drive line repairs. In addition, clinical supervisor spoke with technician and stated patient would need to be placed on a power module and not a mobile power unit (mpu). Patient was having low flow alarms with speed drops while on mpu. Two ungrounded patient cables were shipped for the clinic visit on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section d11: additional information manufacturer's investigation conclusion: the reported event of pump stoppages and low flow alarms can be confirmed based on the information recorded in the provided log file. The log file contained events recorded from (B)(6)2019 to (B)(6)2019 where multiple speed reductions below low speed limit (including 0 rpm) were recorded. The associated voltage levels indicated that the events occurred when the system controller was connected to a mpu. A specific root cause for the atypical events captured in the log file was not able to be conclusively determined. The system controller was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7-¿¿¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii lvas instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.